Event description:
Lost suction - 1 time during laser treatment and one 1 time after docking but before laser started. Manufacturer response for liquid optics interface, (brand not provided) (per site reporter). Issued rga# and instructed us to discard product. Sent replacement device at no charge.